Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager occasionally failed to unlock. A field service engineer (fse) cleaned the latch switch connections and applied conductive grease. The fse also tightened and reseated the latch switch connectors. The fse found that door hasp was misaligned, causing door failures hasp was removed and replaced. The remote manager was tested in diagnostics and applications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager failed to unlock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.